Event description:
The customer reports after a bile duct drainage placement using two single use biliary drainage stents (placed in two bile ducts), the patient complained of pain. Sequence of events as follows: at the time of placement, imaging was performed and both drains were confirmed to be in the desired location (behind the nipple). Later, the night of the procedure the patient reported pain. It was noted at that time that the drain placed on the left side of the liver had deviated from the descending duodenum and into the retro-peritoneum. An unstated emergency surgical procedure was required. It is not known which model was placed in which side of the liver. The patient's current condition is not known at this time. Additional information has been requested, at this time no additional information has been provided. Case with patient identifier (B)(6) reports pbd-v630p-0715j placed in the procedure. Case with patient identifier (B)(6) reports pbd-v630p-0713j placed in the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. The instruction manual contains a warning to the user regarding this event. <contents of description> (drawing number:gk8132 , revision number : 04) ·do not reposition the stent (pbd-v621r-1005 to 1015, pbd-v622r-1005 to 1015) in patient bodies who have sustained the detachment of even one side flap of the placed stent. Depending on the individual, material deterioration of the placed stent over time can result in another detachment of side flap(s). Conclusion summary the subject device was not delivered for investigation. Therefore, the exact cause of the reported event could not be identified. Although the cause could not be identified, we will monitor the defect trend and take appropriate action if necessary. Universal failure code: 748-3122 0172-52-8511 0172-52-8543 shota.taneichi@olympus.com f22142959-2 dc00592720-004-001_pbd-d67 [clinical medical evaluation and risk assessment review]. Ae compliance determination was performed based on the risk management file. Rmf no.: dc00592720-004-001_pbd-d67 obstructed/strayed/evaded stent surgical procedure] pae applicability: ae not applicable reason: severity level 4 [pbd-d67] occurrence: deviation possible harm: perforation leading to surgical procedure severity level: 4 frequency of occurrence: 2.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer¿s investigation and the device history record (DHR) review. New information was added to the following fields: h4, h6, h10. Correction: e1. H4: the device was manufactured in september 2021. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified as the device was not returned for investigation. The instructions for use (IFU) states the following: ·do not reposition the stent (pbd-v621r-1005 to 1015, pbd-v622r-1005 to 1015) in patient bodies who have sustained the detachment of even one side flap of the placed stent. Depending on the individual, material deterioration of the placed stent over time can result in another detachment of side flap(s). Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility regarding the patient's age and gender (see a2 and a3) and no other additional information provided.